Event description:
A cartridge alarm was reported by the caller. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to replace the pump with a new one and was provided instructions for putting the current pump into storage mode before returning it. The caller acknowledged these instructions and a replacement pump was sent. Customer will continue to use current pump.